Event description:
The surgeon stated to a distributor that he placed medpor titan sheets for microvascular decompression in three separate pts, and each developed aseptic meningitis. The surgeon reported that he removed the implants.

Manufacturer narrative:
In our investigation we have made several attempts to contact the surgeon for item and lot number info.